Event description:
Refractory atrial flutter after catheter ablation, requirement for pacemaker implantation of atrial defibrillator to maintain sinus rhythm, and the pt with refractory chf. Explant of thera dr pacer and implant of atrial ventricular defibrillator dual-chamber pacer combination.